Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot - part number: 04.112.522s. Lot number: 7l17755. Part manufacture date: n/a. Manufacturing location: n/a. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. A review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for tibia and fibula fracture. Prior to the skin incision, the placement position of the plate in question (which has 10 holes) was checked over the skin, and the surgeon determined that bending of the plate was necessary. The plate was bent using a bending pliers. After several adjustments bending the plate, the plate broke at the distal spoon-like part. The plate was fixed to the bone using 8 holes in the unbroken plate part. Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - pliers (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 3.5mm lcp low bend medial dstl tibia plate/10h/rt/187mm-ster. This is report 1 of 1 for complaint (B)(4).